Manufacturer narrative:
Concomitant devices: 1000ml baxter bag ndc 0338-0049-04 lot number y232793 exp oct 18 0.9% sodium chloride injection. 500ml baxter bag 2b8013 lot number d16l14033 cyclophosphamide and sodium chloride injection attached to 72213n. Phaseal adapter. The customer¿s report that cytoxan infused faster than expected was not confirmed. However, during testing the secondary infusion was observed back flowing into the primary IV bag. Review of the pcu event log identified no programming errors. Testing of the pump module showed it was infusing within specification. Functional testing of the primary administration set resulted in backflow from the secondary to the primary indicating a faulty check valve. Testing by the supplier identified foreign material affixed to the check valve diaphragm. The foreign material was identified as calcium carbonate which is not used in the manufacturing of the check valve. Although it is likely that the check valve failure occurred during patient use, it could not be determined with certainty that this was the cause of the reported event. The root cause of the cytoxan infusing faster than expected was not identified.

Event description:
The customer reported cytoxan (2,625 mg in sodium chloride 0.9% 500 ml) was expected to infuse over 2 hours, and infused faster than expected in 60 minutes. There was no report of patient harm.